Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported mitral stenosis could not be determined. Additionally, the reported mitral stenosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted that the patients mean pressure gradient was 6mmhg. An xtr clip (00325u115) was inserted and successfully deployed, reducing mr to a grade of 1. However, after the clip was implanted, the mean pressure gradient increased to 9mmhg. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.